Event description:
It was reported that the biomed was getting an alert 61 (non-recoverable system error) and would like to send it in for the processor board to be replaced and also would like the 2000 hour preventive maintenance performed while technician have it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty processor circuit card as the there was a corrupt nvram in location 23 and 24 in the processor confirmed several error 61 in system log files and during decon. Used u.I. To clear alert, and continue decon. The nvram cache was cleared and resaved as defaults and processor circuit card was replaced. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Double bend tube and the chiller evaporator outlet tube were replaced. Serviced circulation pump and mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed was getting an alert 61 (non-recoverable system error) and would like to send it in for the processor board to be replaced and also would like the 2000 hour preventive maintenance performed while technician have it. Per support or biomed tech via phone on 24feb2023, it was reported that the po for repair and service maintenance have been approved. Per sample evaluation results received on 13mar2023, it was reported that the root cause of the reported issue was due to corrupt nvram in location 23 and 24 in the processor. It was stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the double bend tube and the chiller evaporator outlet tube were replaced.